Event description:
An event reported under the block hf study indicated that during the implant procedure, diaphragmatic stimulation was produced during implant attempts of both leads. The implant of these leads was aborted, and a non-study device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) and (B) (4): devices not returned/received. Further investigation is not possible without the device.